Event description:
It was reported that the patient's implantable neurostimulator (ins) was accidentally turned off when she picked up a magnet while cleaning her garage. She was able to turn the ins back on with the assistance of the company representative which resolved the event issue. See also manufacturer's report #3004209178-2012-04991.

Manufacturer narrative:
Concomitant medical products: extension: model 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Lead: model *unkn-ld, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Concomitant system: neurostimulator: model 7426, serial (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Lead: model *unkn-ld, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. (B)(4).